Event description:
It was reported that the images on the 9600+ system have black spots. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image processor pcb. The system was tested and found to be working as intended and placed back into service.